Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event with symptoms of abdominal pain and cloudy effluent. The patient was treated with intraperitoneal cefazolin and fortum (1 gram per day for 3 weeks) for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. The patient was retrained on aseptic technique and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was born on an unspecified date in 1969. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.